Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closures of unspecified vessels after unspecified procedures. Reportedly, "the device was breaking during surgery" and "the device was not completely closing" the arteriotomy. Additionally, it was reported that in some cases, "three devices were used on the same patient for the same wound site", although this would not be medically possible. Reportedly, hemostasis was achieved using the angioseal. There were no reported adverse patient effects. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.